Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Folds, breast change, pain, [illegible], inflammatory process. Device remains implanted.

Event description:
..Healthcare professional reported right side capsular contracture baker grade IV, folds, breast change, pain, [illegible], inflammatory process. Device remains implanted.